Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the date of onset for right ventricular failure was on (B)(6) 2020. It was reported that there were no device issues that caused or contributed to the right heart failure. The patient was non-compliant with sodium/fluid restrictions. The patient experienced severe shortness of breath, huge diuresis, with no change in weight. Patient was intubated & dobutamine & bumex intravenous (IV) drip.

Manufacturer narrative:
(B)(6) 2019 admission was reported in related manufacturer's report number: 2916596-2020-03876. (B)(6) 2020 admission was reported in related manufacturer's report number: 2916596-2020-03882. (B)(6) 2020 admission was reported in related manufacturer's report number: 2916596-2020-03860. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03872. It was reported that the patient underwent pump exchange on (B)(6) 2020 from heartmate 3 (mlp-015103) to heartmate 3 (mlp-022305). According to information provided by vad coordinator, patient has struggled with persistent pseudomonas driveline infection post implant. He has had multiple debridements and wound vacs and courses of IV and oral antibiotics. Last admission was on (B)(6) 2020. On (B)(6) 2020 for pseudomonas (2 species) lvad driveline infection and concern for transient bacteremia from driveline site. Decision was made to exchange the vad as it was believed to be infected. The device will not be returned for evaluation, it was otherwise working appropriately. It was reported that the patient currently remains hospitalized in right ventricular failure. Blood cultures from (B)(6) 2020 were pending, but the patient possibly has aspiration pneumonitis versus bilateral pulmonary edema. He continues to be treated with ceftazadime. It was reported that the patient's first admission for driveline infection was (B)(6) 2019 ((B)(6)) and first debridement with wound vac was (B)(6) 2019 which was discontinued (B)(6) 2019. The second admission for driveline infection was (B)(6) 2020 with pseudomonas aeruginosa (2 strains). Debridement done (B)(6) 2020 with vac placement which was discontinued (B)(6) 2020. The third admission was (B)(6) 2020 with ¿septic picture¿, blood cultures negative. Debridement done (B)(6) 2020 and no vac placed. There were copious amounts of drainage from the driveline site within a few short weeks after each time the vac was discontinued.